Event description:
Determined to be reportabale based on analysis received 2/2006. During a ptca procedure, inflation difficulties were encountered. The maverick2 monorail balloon was inflated to 14 atms on the initial inflation. The physician was unable to inflate the balloon a second time. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "okay".